Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items within the risk file. Our clinical investigation concluded: smith and nephew has not received adequate clinical documentation or the device, subsequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be rendered. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this compliant would be re-assessed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Article: maestro, a., pipa, I., rodríguez, n., toyos, c., torrontegui-duarte, m., & castaño, c. (2021). Safety and performance of titanium suture anchors used in knee ligament repair procedures. Medicina, 57(3), 287.

Event description:
It was reported that on literature review "safety and performance of titanium suture anchors used in knee ligament repair procedures", one patient had fever, stiffness and swelling one week after a acl reconstruction procedure using a twinfix ti. The patient needed to be re-hospitalized for two days for medication. Symptoms were resolved. No further information is available.